Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient stated their tandem pump was not working which resulted in having a seizure. Emergency medical services was called and their bg was 600 mg/dl while the cgm was displaying 29 mg/dl. The patient was admitted to the intensive care unit and hospitalized for 6 days. Although the patient was hypoglycemic, they reported that they were treated with dextrose. At the time of the report, the patient was stable. Labeling indicates when your most recent g6 reading is above 400 mg/dl or below 40 mg/dl, you won¿t get a number. Instead, your display device will say low or high. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.